Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional codes - dzi, erl, hbe. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: bad function. On (B)(6) 2013, during an osteotomy, the e-pen stopped at the beginning. At the beginning of the surgery the e-pen was assembled correctly and worked for a few seconds during testing. However, when it came the time for the osteotomy it would not start, with and without the adapters. It was reported there was no risk to the patient. The surgery was prolonged while waiting for another e-pen to be arranged and assembled, which meant more time under anesthesia. It was also noted the e-pen was previously serviced by a technician but it did not worked properly.